Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pins being pushed into the power cable connector was confirmed via evaluation of the returned heartmate 3 system controller serial number: (B)(4) visual inspection of the returned controller revealed that damaged connector pins were stuck on the white power cable connector; the pins were associated with the transmission communication and receiving communication lines. The pins stuck on the controller were broken off from the returned power module patient cable. The pins were then removed from the white power cable connector. The controller was then tested in a mock circulatory loop without any issues or atypical alarms observed. The controller functioned as intended after the damaged pins were removed from the controller. The log file downloaded from the returned controller contained approximately 9.5 days of data (24aug2022 ¿ 02sep2022 per the timestamp). The log file data did not indicate any issues with the controller. The driveline was disconnected on 02sep2022 at 10:45:30 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 instructions for use documents instructs the user to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(4) 2021. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ instructs the user to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller power cables/connectors. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the system controller power cables/connectors. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided, the manufacturer is closing the file on this event.

Event description:
It was reported that bent pins on the patient's controller were observed in the clinic. The patient's controller was exchanged and a new backup controller was given to the patient.